Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a seizure. Blood glucose value was not provided. The cause was due to pump settings needing adjusting. Reportedly, the customer discussed pump settings with a health care professional.